Manufacturer narrative:
Eb on (B)(6) 2013. Injection site mass assessed as serious and possibly related.

Event description:
This spontaneous case was received on (B)(6) 2013, from a physician and concerned a female pt. The pt's medical history and concomitant medications were not reported. On an unknown date, the pt started treatment with sculptra (poly-l-lactic acid). The batch number used was not reported. On an unknown date, the pt developed a bump in her upper lip, by her gum. She went to an oral surgeon to have this bump cut out. The biopsy revealed poly l lactic acid in the bump. The outcome of the event was unknown. A product complaint report was also filed. Please see xce-66963-pc. No further info was available at the time of the report. For reference purposes only, this case has also been assigned the following tracking numbers: (B)(4) (medcomm solutions on behalf of valeant).